Event description:
Pt purchased this device for a room (10'x 15'x 8') and thinks the ppb (parts per billion) exceed what is safe. Using ozone meter, ppb's ranged from 70-110 to 500 when close to machine. Pt has hx of mild asthma and had trouble breathing while in the room.